Manufacturer narrative:
(B)(4). This is a report of a use error, where there was an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that there was air in the patient line. This event occurred during drain five of seven while the patient was connected. During troubleshooting, it was discovered that there was an open clamp on an unused supply line during peritoneal dialysis therapy. The technical service representative (tsr) assisted the caregiver to end the therapy and remove the cassette. The tsr advised them continue therapy with all new supplies or complete the therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.